Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "rupture."

Event description:
Healthcare professional reported left side "rupture." The device remains implanted.

Event description:
Patient further reported "I had an MRI, and it wasn't a rupture. I have fluid around my implant".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, g1, g2, h6.